Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry: (B)(6). This report is being filed on an international product, list number 01p30-29, that has a similar product distributed in the us, list number 01p30-28.

Event description:
The customer observed falsely decreased architect ivancomycin results for a 76-year-old male patient. The following data was provided (customer¿s trough range is 10-20 ug/ml): sample ID (B)(6): initial result, on 20jul, was <0.24, repeat, with a 1:10 dilution, was <0.24 ug/ml. The patient has been taking vancomycin every morning and evening since 08jul. The patient¿s previous results were 6.31 ug/ml on 10jul, 1.74 ug/ml on 12jul, 6.70 ug/ml on 14jul, and 0.33 ug/ml on 18jul. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased architect ivancomycin result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 03822i000 did not identify any non-conformances or deviations with the likely cause lot. Control protocol testing was performed to evaluate the assay performance using an in-house retained kit of lot 03822i000, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect ivancomycin, lot number 03822i000, was identified.

Event description:
The customer observed falsely decreased architect ivancomycin results for a 76-year-old male patient. The following data was provided (customer¿s trough range is 10-20 ug/ml): sample ID(B)(6)initial result, on 20jul, was <0.24, repeat, with a 1:10 dilution, was <0.24 ug/ml. The patient has been taking vancomycin every morning and evening since 08jul. The patient¿s previous results were 6.31 ug/ml on 10jul, 1.74 ug/ml on 12jul, 6.70 ug/ml on 14jul, and 0.33 ug/ml on 18jul. There was no impact to patient management reported.